Manufacturer narrative:
(B)(4). Batch # unk. Event: date of event unknown. Additional information: it is unknown what the formation of the deployed staples were. The knife stopped about the middle of the cartridge. The knife did not return to home position by the knife reverse switch, so the tissue was cut to remove the device. The surgeon commented that he did not remember the manual override lever. It is a problem that the knife stops moving during the firing. He assumed that the device caused the issue because additional resection could be performed by an endo gia though the echelon compressed the tissue slightly. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an open partial pneumonectomy, the knife stopped moving forward on the way of the 1st firing. The half of staples were deployed. The device was used on the lung. A motor sound was softer than usual. The target tissue was not very hard or thick. The device was used with a gst60t and a ech60. An endo gia was used to complete the case. There were no adverse consequences to the patient. No further information is available.